Event description:
It was reported, the pt's ipg moves in the pocket site and causes discomfort. The pt also reported some heating at the pocket site when stimulation was on that is unrelated to charging. Follow-up indicated, the pt met with her physician regarding the issue. Surgical intervention will most likely be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.